Event description:
It was reported that a malfunction alarm occurred on the customer's device, specifically indicating a malfunction code 0. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer support provided the customer with information on how to reset the pump, and after resetting, the issue did not recur. The customer was advised to monitor for any future malfunctions and to continue using the pump.